Event description:
From staff: patient was having a egd [esophagogastroduodenoscopy] for balloon dilatation. The fixed cre [controlled radial expansion] esophageal balloon device was filled with tap water for inflation. The balloon was dilated to 18 mm without any difficulty with deflating. Staff began inflating the balloon to 20 mm. Unfortunately, the balloon was unable to deflate with the total amount of water in the balloon in order to remove from the scope. Staff reflated the balloon again and tried to deflate again without success. Staff removed the syringe from the gun device and manually tried to deflate the balloon with success and was able to remove the balloon from the scope. It was the tip of the balloon that was giving difficulty not deflating to get out of the scope.